Event description:
(B)(6) performed a breast reduction procedure using ethicon 3-0 vicryl for deep layer closure and quill srs 2-0 pdo for deep dermal closure. Polysporin ointment and xeroform gauze was used to cover the incisions. Approximately one (1) month post-operatively, the pt developed redness and inflammation along the peri-aerolar incision line of one (1) breast. The area was excised and drained and quill srs was partially removed from this incision. Cultures were completed which showed growth of (B)(6). The pt was treated with antibiotics. One(1) week later, the remainder of the incision lines became reddened and inflamed. At this time, the pt was taken back to the operating room where the remainder of the quill srs material was removed.

Manufacturer narrative:
The item/lot number for the quill srs 2-0 pdo product used by this physician was not disclosed. There were no samples returned for eval. Method: none of the devices were returned for evaluation. The lot number was reported as unk. Furthermore, a review of the device history record could not be performed without the lot code info. Results/conclusion: none of the devices were returned for evaluation. No product eval could be performed. (B)(4); - item # unk, quill srs, 2-0 pdo,lot# unk.